Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of oversensing due to noise resulting in pacing inhibition were noted on the atrial lead. The noise was not reproduced during provocative testing. The device was reprogrammed, however, it did not resolve the event. No further intervention was performed. The patient was stable and will continue to be monitored.